Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for this event. Based on the results of the investigation, the probable cause of the reported issue is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited peeled adhesive of the objective lens and the adhesive around the acoustic lens chipped. There was no patient involvement.